Manufacturer narrative:
Initial reporter (B)(6) who's email contact was provided. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the ccu nurses noted blood in the helium tubing during intra-aortic balloon (iab) therapy and an unspecified alarm was generated. The blood made a gurgling noise and filled back to the iab pump console. The rn clamped the line to prevent any further filling of blood. The console was put on standby. The iab as well as the iab pump was replaced. The insertion site was the subclavian and is contrary to the instructions for use of the device. The indication for use of iab was heart transplant. The patient's heart rate increased and felt like lungs were filling with fluid and felt more congested, the oxygen requirement went up and was placed on 2l nasal cannula. Also due to the removal and replacement of the iab there was a loss of blood. Patient vitals went back to normal after replacement of iab pump. This report is for the second iab event.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extension tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink located 26.9cm from iab tip. One kink was found on the catheter tubing approximately 72.4cm from the iab tip. The optical fiber was found to be broken at this location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extension tubing was performed and one leak was detected on the membrane approximately 23.4cm from the rear seal measuring 0.15cm in length. The reported alarm, blood in tubing problem was most likely triggered by one of the leaks. The penetration found on the membrane appears to have been caused by a sharp object. A break was also found in the inner lumen which appears to have been the result of a severe kink. It is difficult to determine how or when the kink occurred. The optical fiber was found to be broken. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that the ccu nurses noted blood in the helium tubing during intra-aortic balloon (iab) therapy and an unspecified alarm was generated. The blood made a gurgling noise and filled back to the iab pump console. The rn clamped the line to prevent any further filling of blood. The console was put on standby. The iab as well as the iab pump was replaced. The insertion site was the subclavian and is contrary to the instructions for use of the device. The indication for use of iab was heart transplant. The patient's heart rate increased and felt like lungs were filling with fluid and felt more congested, the oxygen requirement went up and was placed on 2l nasal cannula. Also due to the removal and replacement of the iab there was a loss of blood. Patient vitals went back to normal after replacement of iab pump. This report is for the second iab event.